Manufacturer narrative:
Spacelabs¿ technical support provided instruction for troubleshooting the xtr enhanced telemetry receiver. The customer¿s biomed resolved this issue by performing a controlled reset of the xtr enhanced telemetry receiver. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on june 01, 2018 of a loss of communication on the xtr enhanced telemetry. This loss of communication with the xhibit central station resulted in loss of monitoring for six telemetry patients. No injury was reported with this event.